Manufacturer narrative:
A supplemental report is being submitted for device evaluation continuation of h9 correction numbers:z-1469-2021, z-1426-2021, z-1438-2021 product event summary: the controller ac adapter ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the device passed functional testing. Visual inspection revealed a worn connector, as well as a tear on the outer sheath of the cable. These observations did not affect the functionality of the device; the controller ac adapter was able to adequately connect to a test controller. Additionally, visual inspection revealed contamination within the connector of the adapter. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving a power adapter within the analyzed period. As a result, the reported event was confirmed. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on 12/nov/2019. The most likely root cause for the worn out connector can be attributed to a normal disconnection and reconnection between the controller ac adapter and metal power port connectors on the controller. CAPA pr00405633 is investigating damage to power sources. The most likely root cause of the observed contamination of the connector and tear to the cables outer sheath can be attributed, but not limited, to wear and/or the handling of the device. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to the observed contamination within the connector of the ac adapter and /or due to temporary corrosion of the controller-port/power-source pins. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller ac adapter was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for a correction. B5 was corrected from indicating "the controller ac adapter remains in use" to "the controller ac adapter was removed from service". Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the controller ac adapter exhibited power switching. The controller ac adapter remains in use. No patient compl ications have been reported as a result of this event.